Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the customer went to the emergency room (ER); cause of ER visit was not provided. A blood glucose level was not provided. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.